Manufacturer narrative:
Follow up information received on 01-feb-2016: questionnaire for pregnancy under essure received from physician. Consumer's data was updated. She was overweight. The reporter did not place essure. He stated he did not know if essure was removed because a bilateral salpingectomy was performed but essure was not in specimen. (No essure was present in the pathology results). Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and found out she was pregnant and that it was ectopic. Her pregnancy had ruptured and both her tubes had to be removed. In the pathology report, essure was not in the specimen. These events are listed according to the reference safety information for essure. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. Some of these pregnancies were due to patient non-compliance. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. Based on the nature of the events and considering that consumer got pregnant 4 years after essure insertion, a causal relationship cannot be excluded. Regarding the remaining event (essure was not in the specimen), limited information was provided. Nevertheless, given its nature, causality with the suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. Based on the available information there is no reason to suspect a causal relationship between reported medical events or lack of efficacy and quality defect.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case # (B)(4)) in united states on 27-oct-2015. Result and assessment of the product technical complaint investigation received on 17-nov-2015. The consumer had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010. The consumer reported that after she got the implant, she noticed a lot of weight gain, a strange metallic taste in mouth and odd painful periods. She mentioned this to her doctor who stated it was not related the implant. In 2014, the consumer found out she was pregnant and that it was ectopic. She wanted to wait, but under advice of her new doctor, on (B)(6) 2014 she underwent a surgery. According to her doctor and the pathology papers, her pregnancy had ruptured and both her tubes had to be removed. She was depressed about that and had lost most intimacy feeling because of depression. She was not sure if the coils were still in her body or not, and she was afraid they had migrated somewhere the computerized tomography could not find. The term life-threatening, hospitalization, required intervention and important medical event were reported as event outcome. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical event(s) a lack of efficacy are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, based on the available information there is no reason to suspect a causal relationship between reported medical event(s) or lack of efficacy and quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and found out she was pregnant and that it was ectopic. Her pregnancy had ruptured and both her tubes had to be removed. These events are serious (the term life-threatening, hospitalization and important medical event were only mentioned as event outcome and the reporter did not specify it) and listed according to the reference safety information for essure. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. Some of these pregnancies were due to patient non-compliance. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. Based on the nature of the events and considering that consumer got pregnant 4 years after essure insertion, a causal relationship cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. Based on the available information there is no reason to suspect a causal relationship between reported medical event(s) or lack of efficacy and quality defect. Further information has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up from 04-jan-2016: follow-up attempts have been completed, with no response to date. Follow-up information was received on 18-jan-2016. Consumer's date of birth was provided. This report refers to a (B)(6) female consumer. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and found out she was pregnant and that it was ectopic. Her pregnancy had ruptured and both her tubes had to be removed. These events are serious (the term life-threatening, hospitalization and important medical event were only mentioned as event outcome and the reporter did not specify it) and listed according to the reference safety information for essure. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. Some of these pregnancies were due to patient non-compliance. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. Based on the nature of the events and considering that consumer got pregnant 4 years after essure insertion, a causal relationship cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. Based on the available information there is no reason to suspect a causal relationship between reported medical event(s) or lack of efficacy and quality defect. Despite follow up attempts, no further information was obtained.